Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in the operating room for a device change out procedure due to normal eri, prior to operation check externalized conductors via fluoroscopy was observed on the rv lead. Lead was explanted and a new lead was implanted. Patient was stable post procedure.